Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) device had an infection and the entire system was explanted. The system had contamination issue. This device was explanted. No additional adverse patient effects were reported.